Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet in the reported problem area of the pipette assembly. The tip clamp and spur gear were replaced. The instrument was inspected, tested without further problem, and returned to service.